Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed stuck button. It was reported that the stuck button alarm was unable to be cleared due to unresponsive buttons. The customer's blood glucose was 12.3 mmol/l at the time of incident. It was reported that the insulin pump alarmed battery failed after battery change. It was reported that the battery failed alarm was resolved after reinserting the same battery. The insulin pump will be returned for analysis.